Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).  Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage with one strut lifted distally from the stent profile. Based on the complaint report and the analysis performed, the damage noted most likely occurred during attempts to cross a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 25mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and calcified mid right coronary artery (rca). Predilation was performed with a semi-compliant balloon catheter. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion but failed to cross after repeated attempts. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was doing well and stable. However, returned device analysis revealed proximal stent damage.